Manufacturer narrative:
It was reported that the implant date was (B)(6) 2013 and only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine 5mg/ml at 4.3 mg/day via an implantable pump for an unknown indication for use. It was reported that a motor stall occurred on (B)(6) 2018 at 21:00h. Pump logs were provided and it was reported that on (B)(6) 2018 21:00h a 'stopped pump may exceed tube set message' occurred. It was reported that the pump had been interrogated on (B)(6) 2018 and (B)(6) 2018. It was reported that no motor stall recovery was logged. It was reported that there were no obvious withdrawal symptoms, but that the patient experienced increased pain. It was reported that there was no magnetic resonance imaging (MRI), electromagnetic interference (emi), or any other factors that may have led to or contributed to the issue. It was noted that the pump was implanted on (B)(6) 2013 and that only the year was accurate. It was further noted that the patient was at home at the time of the event. It was noted that a replacement was advised and that a surgical intervention was planned. It was reported that the issue was not resolved at the time of this report. The patient status at the time of the report was alive-with injury. No further complications were reported and/or anticipated.

Manufacturer narrative:
(B)(6). Analysis identified corrosion and/or wear and/or lubrication issues of the gear train, as well as a stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.